Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software and cpu were upgraded. Also, the image processor was replaced. The system was then found to be working as intended.